Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to call back if any further malfunction codes appear and acknowledged this instruction.